Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue manufacturer contacted customer on 06/17/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer scheduled an appt with the eye dr and then her doctor to get her blood sugars down. She is doing much better- no symptoms. She went to her dr's office - increased the medication and wants her to bring those blood sugars down. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results and e-5; test strip error. The customer's expected fasting blood glucose test result range is 180 to 225mg/dl. The customer complains of blurry vision occurring for approximately one week. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a blood test was performed by the customer and produced test results of 174mg/dl using true result meter. The product is stored in the bedroom. The test strip were opened on date is (B)(6) 2016. Customer states that she was put on a new medication and since then he results have been high. Customer will be going to the dr. To get her diabetes under control. Customer had setup a previous appointment to see the doctor tomorrow to get her diabetes under control.

Manufacturer narrative:
(B)(4). Customer returned the product on 10/11/2016;qc lab received it on 10/12/2016;qc product evaluation completed on 10/18/2016. Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer scheduled an appt with the eye dr and then her doctor to get her blood sugars down. She is doing much better- no symptoms. She went to her dr's office - increased the medication and wants her to bring those blood sugars down. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results and e-5; test strip error. The customer's expected fasting blood glucose test result range is 180 to 225 mg/dl. The customer complains of blurry vision occurring for approximately one week. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a blood test was performed by the customer and produced test results of 174 mg/dl using true result meter. The product is stored in the bedroom. The test strip were opened on date is (B)(6) 2016. Customer states that she was put on a new medication and since then he results have been high. Customer will be going to the dr. To get her diabetes under control. Customer had setup a previous appointment to see the doctor tomorrow to get her diabetes under control.